Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the ICU with pacing via surface leads. The patient is a dnr and has an acute potassium imbalance (hyperkalemia). It was suspected that the device was not capturing. The device interrogation revealed device in backup vvi with dashes. Surface electrode external pacing was occurring directly across the telemetry field. Re-interrogating the device was suggested and possible eri was suspected. Device image was sent for further investigation. Review of the session records revealed that battery voltage showed full capacity couple months back and now battery past eol. Sudden drop in battery voltage was also noted. Returning the device after explanting it and not making an attempt to restore the device was suggested. It was unlikely that any changes would be made to the device; the patient refused further treatment. No further information is available.